Event description:
Per the clinic, during magnet replacement surgery, it was noted that the magnet pocket was damaged, leading to the decision to explant the device. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6) 2012.